Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that patient had shocking with device. CT scan looked normal and incision looked fine. They would interrogate device on (B)(6) to check impedances. There were no complications or that no further complications were reported. Patient was implanted for gastric stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information was received from manufacturer representative. It was reported that the cause of the shocking was not determined. It was also stated that the device was interrogated and the impedances were all within normal range and working properly. No further complications were reported as a result of this event.